Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with shortness of breath and fatigue. Upon interrogation, the atrial lead exhibited loss of capture and a sensing anomaly. No intervention was reported. The patient was stable and would continue to be monitored.